Manufacturer narrative:
The device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error alarms noted. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received pump detects movement in hall sensor counts. The customer¿s blood glucose level was 3.2 mmol/l at the time of incident. The customer reported that the alarm occurred four times in a week. The insulin pump will not be returned for analysis.